Event description:
A report was received that the patient had an infection at the ipg site. The symptoms include redness, swelling and drainage at the site. The physician suspected that the infection was related to the procedure. The patient was treated with antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead, 50cm. Model #: sc-4316, lot #: 17900199, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.